Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported that following ablation with the burr (atherectomy device) that seemed to go through the lesion, it got caught in an unnamed stent that had been previously placed. The physician had difficulty retrieving the burr. A whisper guide wire was used along side a 1.5 x 15 balloon to retrieve the burr. There was vessel damage caused by the attempts to retrieve the burr. The patient left the cath lab intubated and died three days later. Four promus stents (2.75x28-deployed at 18 atm, 3.0x28, 3.5x28 and a 4.0x23) were all implanted later in the procedure and had nothing to do with the burr being stuck. Per the physician, the patient was quite sick and had undergone two previous cabgs and over 20 interventions. The physician does not feel the patient died due to the burr getting stuck or vessel damage caused by the attempts to retrieve the burr, but rather due to being so sick. The patient was taking aspirin at the time of the death. A repeat angiography or ivus was not done. An autopsy was not done. The diagnosis of the acute coronary syndrome at the time of the patient's death is unknown. No additional event or patient information is available.

Manufacturer narrative:
The other three promus everolimus eluting coronary stent systems are being filed under the same manufacturer number.